Event description:
The following info was provided on a device tracking registration form: stent came off balloon and was explanted. Add'l info indicated the stent was sheared off at the femoral sheath and was retrieved with a snare. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicates, stent retrievals (use of add'l wires, snares and/or forcepts) may result in add'l trauma to the vascular access site.